Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lobectomy. Lobectomy according to the reporter: the staple line did not form in the middle. Blood loss was reported as 250 cc. Surgery time extension was reported as 5 minutes. The surgeon over sewed to correct the problem.